Event description:
Pt reports having sinus infection. Also complains of pain at the infusion site. She states pump stops in between infusion then starts back up. We are going to replace the pump and have the other pump returned. No adverse effect noted from the pump issues. No other info known. Reported to (B)(6) by pt/caregiver.